Manufacturer narrative:
This report was filed in error. This is a duplicate of 3010536692-2014-01865. Please discard this report.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00098.

Event description:
Allegedly revision scheduled due to broken modular neck.